Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported by the patient that their stimulator was not working and the square edge was poking out of the skin and causing pain. Also, because of the scar tissue the physician could not get the leads up as far as they wanted. The device was removed on (B)(6) 2017 however they could not fully remove the leads because of the scar tissue and instead cut them both and left two parts of the leads behind. The patient also stated the physician couldn't remove the leads fully because they didn't have a tool the manufacturer representative should have and they were surprised the rep was not present. The patient refused to provide any personal information and elected to stay anonymous.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.